Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user of the ilet bionic pancreas experienced a low blood glucose of 65 mg/dl and, following ingestion of two iced cookies, announced a less-than-meal as glucose was correcting, with concern for potential overtreatment during hypoglycemia and questions about appropriate carbohydrate amounts while using ilet. Symptoms included hypoglycemia. Outcomes included stabilization of glucose without rebound hyperglycemia and user education on treating lows while on an automated algorithm. Investigation included complaint intake review and user counseling on hypoglycemia treatment practices. Investigation of this case revealed user behavior consistent with overtreatment risk and ongoing adaptation to the algorithm-guided therapy. It was concluded that the device functioned as designed and that the event was related to use behavior during hypoglycemia management.